Manufacturer narrative:
Eval summary: the product was returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone and email. A completed questionnaire has not been received. (B)(4).

Event description:
A health care professional reported that for two pts, during intraocular lens (iol) implantation, the haptic was distorted. A secondary surgery was performed the following day to readjust the haptic. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first of two pts.